Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported a service code upon new battery insertion, they reported that their previous battery pack was depleted. The reported event did not occur during patient use.